Event description:
This report was submitted with very limited information. It was reported that "the guidewire was left in place when cvc had been inserted. Procurement have asked for colored tip on guidewire to highlight that it is still in place." This incident occurred 3 years ago, but was never reported. No further details are available.

Manufacturer narrative:
(B)(4). The device will not be returned.